Event description:
During a survey, a physician responded to the question ¿how long is the pouched vascu-gaurd patch pre-soaked in sterile physiologic saline (0.9% nacl) prior to use¿? The physician responded 1-3 minutes with a comment of "a minimum of 2 minutes before use. This soaking process helps moisten the patch and increase its flexibility, making it easier to manipulate during surgery". Per IFU, the product should be rinsed for a minimum of 3 minutes, and the patch needs to be immersed till the time of actual use. Skipping or not following the rinse procedure is likely to cause or contribute to serious injury (sterile inflammatory reaction). The exact quantity of patients this occurred with was not reported. The respondent answered anonymously; therefore, follow up information was not able to be obtained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.